Event description:
It was reported that a helical blade would not go through the intramedullary nail into the femoral head during a procedure to repair a proximal femur fracture. The nail had to be reinserted after the insertion handle was exchanged for another device. The procedure was successfully completed with no patient harm. A surgical delay of 15 minutes was reported. This report is 10 of 11 for com-(B)(4).

Manufacturer narrative:
Patient¿s exact weight was reported as (B)(6) lbs. (B)(4). Device was not fitting appropriately during surgery; it was not implanted/explanted. It is unknown if the complainant device will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.